Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of sense b noise resulting in an stored untreated episode and an inappropriate shock. X-ray was performed with no clear visible damage to the electrode. Rhythmcare discussed further troubleshooting steps to be considered. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of sense b noise resulting in an stored untreated episode and an inappropriate shock. X-ray was performed with no clear visible damage to the electrode. Rhythmcare discussed further troubleshooting steps to be considered. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.